Event description:
Customer's husband reported the death of his wife. Caller stated that customer was in the hospital constantly. Customer was not wearing the insulin pump at the time of death. Caller stated that customer was diagnosed with gastroparesis and could not have surgery. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.